Event description:
During a stenting treatment procedure it was noted that the product was a different length than what was anticipated. The expected length according to the package label was 18mm, but when fully deployed, the wallstent was 70mm. The physician removed the wallstent from the pt. The pt is reported as 'ok'; no injury or complications were reported.